Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred on date (B)(6) 2013 at 08:14:57 with a drain volume of 3179ml during cycle 4. The largest prescribed fill volume was 1900ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The iipv event was confirmed during event history log review. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was one or more cycles advanced to next fill when slow/no flow occurred above the minimum drain volume threshold.